Event description:
It was reported the patient started to experience vague symptoms during a cybersecurity upgrade and so the health professional removed the wand thereby ending the upgrade process. The cessation of the upgrade process put the patient¿s pacemaker in backup vvi. The device in backup vvi induced pacemaker syndrome in the patient. Further, with the device generating unipolar pacing pulses, the patient reported experiencing pocket stimulation. A firmware download was performed and, then, the pacemaker was reprogrammed to ddd bipolar pacing which resolved the patient¿s symptoms.